Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results on multiple tests for 3 patients on a cobas 8000 c (701) module. Of the data provided, there were discrepant cholesterol results for 1 patient and discrepant glucose results for 1 patient. For patient 1 the initial cholesterol result was 0.12 mmol/l and the repeat result was 4.07 mmol/l. For patient 2 the initial glucose result was 0.13mmol/l and the repeat result was 5.58 mmol/l. The cholesterol and glucose reagent lot numbers and expiration dates were asked for but not provided.

Manufacturer narrative:
The service engineer performed checks and adjustments, which were good. The customer performed calibration and qc; which passed. The customer had changed the sample probe and reagent probe. The issue was resolved.